Event description:
It was reported that 6 bd saf-t-intima¿ IV catheter safety systems leaked blood from the extension tubing. The following information was provided by the initial reporter, translated from chinese to english: "(B)(6) 2021, in the ward when preparing the IV infusion, pulled open small clip clip position when the extension tube leakage on blood, and the needle has retained 1 day, had to patients to puncture, department nurses also feedback recently there have been many cases."

Manufacturer narrative:
Investigation summary a complaint of leakage was received from the customer. A photo was provided to aid in the investigation of this defect. Through observation, the customer complaint was verified. Leakage was seen in the provided photo. A device history record review was completed by our quality engineer team for provided lot number 8115956. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. A definitive root cause could not be determined due to a sample not being returned. A possible root cause for leakage at the catheter junction is misalignment during manufacturing of the catheter and the wedge. Changes to the manufacturing process are being made in order to ensure the correct fitment.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd saf-t-intima¿ IV catheter safety systems leaked blood from the extension tubing. The following information was provided by the initial reporter, translated from chinese to english: "(B)(6) 2021, in the ward when preparing the IV infusion, pulled open small clip position when the extension tube leakage on blood, and the needle has retained 1 day, had to patients to puncture, department nurses also feedback recently there have been many cases"